Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: it has received 4 pictures for investigation. On visual inspection of the pictures received it can be observed a plastic fiber inside the syringe. DHR of lot 1710262 has been reviewed not finding any annotation or deviation regarding the alleged defect. We cannot determine the origin of this particle since it does not come from any syringe component. This manufacturing line has a blowing de-ionizer system for particles. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Assembly: (B)(6) per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot. Primary packaging: one (1) advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot secondary packaging: one (1) shelf-package per pallet. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. The incident is reported to area manager. We cannot determine the origin of this particle.

Event description:
It was reported that foreign matter was found on a bd plastipak¿ concentric luer lock syringe inside the sterile packaging. This was observed before use and there was no report of injury or medical interventions.